Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl at time of incident and blood glucose level was 369 mg/dl at the time of call. The customer had symptoms head was foggy. The customer's high blood glucose was treated with bolus. No air bubbles were found. The customer declined troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.